Manufacturer narrative:
The instrument service history review revealed zero (0) additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any related trends. A device history record was reviewed and did not identify any non-conformances or deviations for the issue. Labeling was reviewed and adequately addresses the issue under review. The cross functional team (cft) consisting of medical affairs, quality and technical operations reviewed the complaint information and determined there is sufficient information to indicate the adverse event described in this complaint is related to use error. The abbott field service representative was not wearing protective eyewear at the time of the splash event. In addition, based on the information provided, there is no evidence of any instrument malfunction that may have caused or contributed to this incident. There was no product deficiency determined for this issue.

Event description:
The customer reported out of range controls with electrolytes (sodium, potassium, and chloride) and triglycerides when running on the architect c4000 processing module. The field service engineer (fse) arrive onsite, and while reviewing the control data on the computer screen with the customer, another user who was handling samples dropped an architect rack of samples and one of the samples splashed onto the face and eyes of the fse. The fse immediately proceeded to wash her face with plenty of water and reported the incident to art (occupational risk insurer). The sample was urine from a 78-year-old male patient in the laboratory, however it was suspected that the sample was serum. The laboratory only had urine results and there were no serology records for that patient. The fse was not wearing protective glasses at the time of the splash. The fse said she was fine and had started on prophylactic treatment (lisotyr + virontar n). There was no additional impact to reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported out of range controls with electrolytes (sodium, potassium, and chloride) and triglycerides when running on the architect c4000 processing module. The field service engineer (fse) arrive onsite, and while reviewing the control data on the computer screen with the customer, another user who was handling samples dropped an architect rack of samples and one of the samples splashed onto the face and eyes of the fse. The fse immediately proceeded to wash her face with plenty of water and reported the incident to art (occupational risk insurer). The sample was urine from a 78-year-old male patient in the laboratory, however it was suspected that the sample was serum. The laboratory only had urine results and there were no serology records for that patient. The fse was not wearing protective glasses at the time of the splash. The fse said she was fine and had started on prophylactic treatment (lisotyr + virontar n). There was no additional impact to reported.